Manufacturer narrative:
The log file indicates that the automatic ventilation was shut down during the sequence of event due to a detected failure with a pressure sensor which is the specified response for such kind of error condition. Monitoring as well as manual ventilation remain functional in that situation. The dispatched fse could not duplicate the problem in follow-up of the event but has replaced the particular pressure sensor as a precaution. The device passed all subsequent tests and was released for further use on a patient. The replaced pressure was not returned to manufacturer to date. Thus, assignment of an exact root cause for the sporadic error is currently not possible.

Event description:
Please refer to initial MFR. Report # 9611500-2015-00156.

Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow up-report.

Event description:
It was reported that during a case the primus stopped automatic ventilation. The patient had to be ventilated manually and the device was replaced. There was no injury reported.